Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, after the lead was introduced and the sheath was pulled out; the left ventricular lead pulled back. It was very difficult to cannulate the coronary sinus due to difficult patient anatomy. The lead was not used. There were no patient complications during the event. The patient was fine in the recovery room post procedure.